Manufacturer narrative:
(B)(4). (B)(6). Complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device identified that the tip protectors are overlapping with the sterile packaging seals causing excessive wrinkles on the sterile packaging. DHR was reviewed and no discrepancies were found. Review of inspection criteria identified that the overlapping of packaging material at seal area and excessive wrinkles in sterile packaging are not acceptable. The root cause of the reported event can be attributed to manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the sterile packaging of the device was sealed incorrectly. There was no patient involvement.